Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated and became visible externally. The ipp was explanted and replaced. There were no additional patient complications reported.